Event description:
Manufacturer received device with no paperwork or reason for explant. Upon further investigation device registration records indicate pt expired. Hcp indicated date of death was in 2005, but was unable to provide further information about the cause of death. A death certificate has been requested, but is unavailable at the time of this report. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results reveal - no anomaly found, normal device function. Dilaudid was present in pump.